Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the ipg did not communicate with lab utilities. Since the patient parameters were not provided, an estimate of longevity could not be performed. Electrically the device operated within expectation during analysis.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s nursing home lost the programmer approximately 2 years ago. It was unable to be determined if the ipg was inoperable for a while. Troubleshooting was attempted wherein the ipg was unable to communicate with the external devices. Ipg was inoperable. Surgical intervention may be pending to address the issue.